Event description:
Per fax: in 2000, a 1-cm hole around the posterior commissure of this valve was repaired using three ticron sutures with pledgets. Subsequently, transesophageal echocardiography showed moderate mitral valve regurgitation. A small hole was found in approx the "middle" of the three ticron sutures resulting in vertical jetting. The valve was replaced with a 27-mm bicarbon valve.

Event description:
Description of event: on 3/2000, dr. Implanted a 27 mm mitral st. Jude medical mechanical heart valve sjm masters series (model 27mj-501). Paravalvular leak was observed postoperatively. The pt had a history of duodenal ulcer. On 4/2000, dr. Repaired a one centimeter hole observed around the posterior commisure with three sutures with pledgets. According to the translated operative summary, a postoperative transesophageal echocardiogram demonstrated moderate regurgitation with a hole in approx the "middle" of the three sutures, which resulted in vertical jetting. On 5/2000, dr. Explanted this valve due to paravalvular leak. A 27 mm sorin bicarbon valve was then implanted. The pt experienced postoperative bleeding complications from his digestive organs and duodenal ulcer complications. The pt is reported to continue to have symptoms of hemolysis. No additional info was received.